Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
Two 180 degree cuff stitch left were returned for evaluation. Devices are over three years old. Visual assessment confirmed the reported breakage. The distal tips at the beginning of first bend have been broken off on each device. Broken sections were not returned for examination. The shafts on each device are bent. Examination of the break area shows evidence of abnormal twisting/bend. The condition of the devices indicates they were subjected to excessive forces during use. No root cause related to the manufacture of the device can be established.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the suture instrument broke off in the joint. The broken tip was removed from the patient. A backup device was available t complete the procedure following a delay. No patient impact was reported.